Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (45 mg/dl). Reportedly, the customer was perspiring a lot at work and was unable to eat.